Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction as there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
Company representative reported with an issue of sterilization tray have cracked. Per the report, two trays have cracked in which the customer only bought these trays back in september. The issue was found during reprocessing. There was no patient involvement on this reported event. No user injury was reported. This event includes two reports : report with patient identifier (B)(6) model st-cr, sn (B)(6) (tray 1 of 2). Report with patient identifier (B)(6) model st-cr, sn (B)(6) (tray 2 of 2). This report being submitted is for report with patient identifier (B)(6) model st-cr, sn (B)(6) (tray 2 of 2).

Manufacturer narrative:
Is only a 90 day warranty for this item. Bb/ 417868 (B)(6) 2023 the subject device was not returned for evaluation. Per the follow up communication with the customer, it was conveyed the device will not be returned as warranty was not granted as the warranty date for return had passed and therefore customer will not be returning the device. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.